Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The device passed all inspections and tests resulting in the reported issue being unable to be duplicated. The reported issue could not be confirmed as the reported problem could not be verified. Due to this product being shipped from outside the united states, it will not be returned to its home country and will instead be scrapped. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that when conducting a pre-use check of the product in the operation room, an electric leakage alarm sounded. No patient injury was reported.